Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On 2023-09-22, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.